Event description:
It was reported that the patient had stimulation in the wrong location. The patient had coverage in his hips/legs but would like better coverage in his lower back. The patient felt his trial was successful (50% pain reduction) even though a lead had migrated during the trial causing the right side of his body to not had stim. The trial was on (B)(6) 2012, but after the implant (B)(6) 2012, the patient felt he was at times not even getting any pain relief and 'a lot of pain was getting through.' The patient stated the doctor removed the trialing leads and installed new leads for the permanent implant. The patient understood the different programs/settings and when he turned these settings up he felt like he was getting 'electrocuted.' The patient had his settings at an average of 3 for the 6 programs he had. The patient was at the clinic 1 week post operation and 1 month after that which was (B)(6) 2012. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).